Manufacturer narrative:
Product ID (B)(4) product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was unable to charge their device and receiving a recharger belt and sticky pads resolve the inability to charge.

Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, product type: recharger. Event date month and year valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported that the stimulator quit working; there was no power from the battery. The patient stated it started acting unusual in the middle of the prior week. The patient described the patient programmer showing the ins depleted screen. The patient did not know what the screen meant. They got the screen on the recharger as well. The patient then noted that the spent hours and the implant would not charge. The patient was able to communicate with the recharger and the recharger showed ins depleted screen. The patient started a charging session and confirmed all coupling bars were shaded black. It was reviewed that the patient should recharge until half way and then the patient could turn the implant back on and continue charging. The patient noted they had already gone through the process and stated that they get a small area that told them it was charging, but they had spent 3-4 hours trying to charge and it had not changed. The patient stated they had pretty much 8 coupling bars shaded when they tried. It was then noted that they lost some coupling and they had 4 coupling bars. The patient did not have a recharging belt and held the antenna with their hand. No further complications were reported or anticipated.